Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely caused from the nozzle clogging, that foreign material on the forceps may have not been removed because reprocessing could not be performed properly, causing foreign material remaining in the nozzle. However, it was not possible to determine the specific root cause of nozzle clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (reduced angulation) was confirmed and found to be caused due to wear of the angulation wire. In addition, service found the suction cylinder was shaved. The water removal ability was out of specification due to clogged nozzle. The adhesive on the bending section cover was detached. The bending section cover and the connecting tube were discolored. The connecting tube was scratched and wrinkled. The universal cord was dented and scratched. The objective lens and the light guide lens were chipped. The distal end was dented and scratched. Switch button #3, the grip, and the acoustic lens were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting reduced angulation. The reported issue occurred while reprocessing the subject device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator).

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Event was found during reprocessing; there was no patient involvement.